Manufacturer narrative:
An authorized field service engineer (fse) detected the issue while servicing the device at the customer site. The fse indicated there were no error messages, but did confirm that there was no sound from the speaker. The fse replaced the mainboard of the device, and the issue was resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty main board. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that a speaker fault was detected, while servicing; there was no sound from the speaker. The device was not clinical at the time the issue was discovered. There was no adverse event or patient harm reported.